Event description:
As reported to coloplast, though not verified, malfunction (tubing leakage). No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and detached inlet tube with connector were received for evaluation. Abrasion was noted on all tubes of the pump. Partial separations within abrasion were noted on the longer exhaust tube of the pump. This was not a site of leakage. A separation as noted in the exhaust tube of cylinder 2 near the tube/strain relief junction. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Two separations were noted in the bladder of cylinder 1. These were both sites of leakage. The surfaces of each separation showed uniform striations, indicating contact with sharp instrumentation. Abrasion was noted on the detached inlet tube. No functional abnormalities were noted with the detached inlet tube or connector. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) on the exhaust tube of cylinder 2 to separate the exhaust tubing at the tube/strain relief junction of cylinder 2. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2019 and revised on (B)(6) 2021 due to a malfunction, tubing leakage.